Event description:
A us distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. Patient described the area as open wounds with swelling on breast area. There was no alleged device malfunction contributing to the irritation. The patient¿s physician placed abd pads on the area for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.